Manufacturer narrative:
The moray micro forceps is intended to sample tissue from lesions that can occur within and outside the gastrointestinal tract (e.g. Pancreas) us endoscopy received a report of a patient who was hospitalized after an endoscopic procedure which included the use of the moray micro forceps for sampling a pancreatic cyst. A fna needle was used to access the cyst and then the moray device was introduced through the needle. The tissue sampling was completed with no report of procedural complication and no report of device malfunction. Following the procedure, the patient was diagnosed with mild pancreatitis. The patient is reported to be doing fine and has been discharged from the hospital. There was no report of device malfunction or procedural complication. The device was discarded by the user and the lot number was unknown. The physician reported that he was pressing the forceps hard into the cyst wall. This report will be updated if further information becomes available. Not returned to manufacturer.

Event description:
The moray micro forceps is intended to sample tissue from lesions that can occur within and outside the gastrointestinal tract (e.g. Pancreas) us endoscopy received a report of a patient who was hospitalized after an endoscopic procedure which included the use of the moray micro forceps for sampling a pancreatic cyst. A fna needle was used to access the cyst and then the moray device was introduced through the needle. The tissue sampling was completed with no report of procedural complication and no report of device malfunction. Following the procedure, the patient was diagnosed with mild pancreatitis. The patient is reported to be doing fine and has been discharged from the hospital.